Event description:
It was reported that a pca ii pump was beeping, and all the settings were incorrect. The nurse reset the machine and started monitoring. When the patient ambulated, the machine turned off automatically (after plug was out). When device was plugged in, all the settings changed automatically. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.